Event description:
It was reported that the patient had a loss of therapeutic effect (mostly at night) after a fall. The pt fell backwards sometime in (B)(6) 2010. The stimulation sensation had not changed, only the therapy benefit. The pt was reprogrammed and planned to see if the change in program helped her symptoms. Add'l info was requested.

Manufacturer narrative:
(B)(4).